Event description:
Customer reported a no delivery alarm. The blood glucose reading was 560 mg/dl. Customer treated with manual injection. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. Customer was advised to disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin through the tubing slowly with the plunger. Customer reported that insulin did exit. She was advised to run another 5 unit fixed prime and reported that insulin did exit. Customer was advised to change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoir was not occluded.